Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo svc tech. There were no issues detected with the operation of the machine. The machine was found to meet amo specifications. The tech was not able to identify an explanation for the event. The sys is continuing to be used without further reported incidents.

Event description:
The clinic reported experiencing a corneal burn in the pt's operative eye during a cataract extraction procedure. The pt required unanticipated sutures to close the wound. The clinic reported the post operative course will be prolonged.